Event description:
After an implantation period of approx. 72 months, it was reported that the device was not interrogative. The patient was hospitalized and the device was explanted.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent electrical testing. Matching the clinical observation, it turned out that the device could no longer be interrogated. The ICD was opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be inconspicuous. The battery was returned to the battery manufacturer for an extensive analysis. First, the production documents of the battery were checked, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were analyzed. During the measurement of the battery voltage, a discharged battery was confirmed. A performed microcalorimetric measurement did, however, show a low heat tone. The battery was then opened, and the internal structure was inspected visually. During the visual inspection, a damaged insulation was detected. This damage enabled an increased battery-internal self-discharge, which subsequently led to the clinical complaint. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects.